Event description:
It was reported that during use the cs300 intra-aortic balloon pump (iabp) unit showed, maintenance required code #5. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. The iabp was upgraded from system 98 to cs300 intra-aortic balloon pump, portuguese, 220v catalog#0998-00-3023-68 UDI# (B)(4) which was reported by the customer.

Manufacturer narrative:
Updated fields - b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields - d3. A getinge field service engineer (fse) was not dispatched to evaluate the unit. Despite good faith efforts (gfes), no further information has been provided. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.